Event description:
Info received that the right siderail that would not latch on this stretcher. No injury reported.

Manufacturer narrative:
Technician found the stretcher in storage area. Right siderail would not latch due to loose screws. Replaced the missing sholder bolt and loose screws to resolve this issue.